Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. A supplemental report will be issued should additional follow-up information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there are no current plans to surgically intervene. The physician has instead elected to closely follow the patient via the latitude remote patient monitoring system and will have ts reevaluate device data in three months. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. A supplemental report will be issued should additional follow-up information be provided. Update: the returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected but still supported full device function. Using historical daily battery voltage measurement data, engineers determined this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there are no current plans to surgically intervene. The physician has instead elected to closely follow the patient via the latitude remote patient monitoring system and will have ts reevaluate device data in three months. There were no adverse patient effects reported. Should additional information be provided in the future, a follow-up report will be issued. Additional information: this ICD was explanted and replaced, and it was returned for analysis. No additional adverse patient effects were reported. This report is updated with the product investigation results.